Event description:
During the execution of leak prevention test on (B)(6) 2025, during a fresenius kabi v&v plan, a sample from one of the conditioning group set-0014 experienced a leak on the primary port due to tubing bond separation. Microscopic evidence indicates insufficient solvent application and/or incomplete tube insertion during assembly resulting in a leak. The defect was determined to be most likely caused due to the manufacturing process and not related to the design change under test. This was identified on (B)(6) 2026. Additional information is needed to complete the investigation.